Event description:
Discordant, falsely elevated chloride results were obtained on multiple patient samples on an advia 1800 instrument. The discordant chloride results were not reported to the physician(s). The samples were repeated on an alternate system and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument evaluation, the cse determined that the electrodes in the ion selective electrode (ise) module were loose and required tightening. The cse tightened the electrodes by completely closing the retaining clips and checking the associated hardware. The cause of the discordant chloride results was due to un-secured electrodes in the ise module. The cse successfully ran qc. The instrument is performing according to specifications. No further evaluation of the device is required.